Event description:
It was reported that during the procedure the fiber was damaged. The fiber was bent on the proximal side, 35cm from the distal tip, resulting in light emission. A second fiber was used to complete the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure the fiber was damaged. The fiber was bent on the proximal side, 35cm from the distal tip, resulting in light emission. A second fiber was used to complete the procedure without clinical consequences to the patient.